Manufacturer narrative:
(B)(4). It was reported that a communication failure occurred due to a mismanagement of the vigilance device. DHR review and review of complaint history were not performed based on the low severity of this complaint. The analysis concluded that the communication failure occurred due to a controller error described as a udp socket timeout. This is a known anomaly that relates a delay in the execution of the commands.

Event description:
The robot shutdown occurred while clearing the robot arm away from the patient after trajectory lat (#4) was completed. While clearing the robotic arm, the surgeon attempted to move the arm without pushing the vigilance device causing the robot to shutdown. No harm was done to the patient. There was a 2-3 minute delay of the case.